Manufacturer narrative:
Title: perioperative outcomes of single vs multi-port robotic assisted radical prostatectomy: a single institutional experience source: 0022-5347/20/2043-0490/0. The journal of urology® 2020 by american urological association education and research, inc. Https: //doi.org/10.1097/ju.0000000000000811, vol. 204, 490-495, september 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, 95 patients who underwent robot-assisted radical prostatectomy by 2 surgeons at a hospital between october 2018 and june 2019. Of the 95 patients, 47 were single-port and 48 were multi-port procedures. A double-armed suture was used to complete the vesicourethral anastomosis. Postoperative complications were as follows: three patients required a blood transfusion, 12 patients required oral antibiotics for wound or genitourinary infections, 7 patients had a lymphocele requiring placement of a drain by interventional radiology, one patient had a lymphocele requiring laparoscopic marsupialization, and one patient had an anastomotic leak and required prolonged catheterization and oral antibiotics.